Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has damaged fiber optic connection. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: (name - (B)(6), occupation - biomed). During pm by a getinge field service engineer(fse) cardiosave intra aortic balloon pump(iabp) had broken fiber optic connection, so fse replaced fiber optic connection. Fse also replaced expired safety and tidal disks .performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.